Manufacturer narrative:
Product analysis: as found condition: the axium prime device was returned for analysis within two shipping boxes; within an opened axium prime outer carton; within an opened axium prime inner pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found bent at 43.0cm from the proximal end and found kinked at 137.2cm from the proximal end. The axium prime implant coil was found separated from the detach element within the introducer sheath and not returned for analysis. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ could not be confirmed but likely to have occurred as the implant was found separated from the pusher at the detach element. The implant is likely to have stretched prior to the separation. Possible causes of coil stretching are, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance or incompatible catheter. Customer reported vessel tortuosity as moderate, and continuous flush was administered. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretching could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil was found stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the anterior communicating artery (acom) with a max diameter of 7 mm and a 2.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that during anterior communicating coiling , reported coil got stretched. The continuous flush was administered during the procedure. No patient symptoms or further complications were reported as a result of this event. Additional information has been received reporting the cause of the stretch could not be determined. There were no issues that resulted in the damage that was found.